Manufacturer narrative:
PMA/510k: this product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving inappropriate defibrillation therapy. An x-ray revealed right ventricular (rv) lead dislodgement to be the cause of the event. Furthermore, the patient was experiencing hypotension and discomfort. After repositioning the rv lead, an echocardiogram revealed a pericardial effusion that resulted in a tamponade. Pericardiocentesis was performed to resolve the pericardial effusion and tamponade. The physician suspected the event was due to a perforation caused by the tip of the rv lead.